Event description:
Customer reportedly received results in the 400's (mg/dl) and 164 mg/dl within 10 minutes on the compact plus system. The following day customer reportedly received results of 357 mg/dl and 127 mg/dl within 10 minutes on the compact plus system. Low blood symptoms reported with these results; self treated with fruit. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.